Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. A notification was received from our medical safety team via loqi (abiomed¿s long-term outcome and quality indicator impella registry). It was reported that the patient on impella 5.5 support endured ventricular tachycardia (vt) with a "possible" relationship to the impella device used. Vt requiring cardioversion. The patient is stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, vascular injury, venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
The investigation into the vf/vt/af/at issue has been completed since the original report was submitted. The device was not returned for investigation. It was reported that the patient endured ventricular tachycardia (vt) which required a cardioversion. As the necessary clinical information was not provided and the device was not returned, the root cause of the vt/vf was not determined. Impella rp system with automated impella controller instructions for use & clinical reference manual section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.